Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump did not getting alarms when insulin was low. No harm requiring medical intervention was reported. The insulin pump will not `be returned for analysis.

Manufacturer narrative:
Device passed rewind test and displacement test. Device failed to vibrate during self test due to vibrator motor connector broken black wire. No unexpected absence of occlusion alarm anomalies noted. (B)(4).